Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. Additional patient/event details has been requested but at this time no more information is available. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported "pulling the top layer of his skin off when he removed the wafer." He said the area measures approximately 9mm, and that the area was painful when he applied alcohol. The end user was instructed not to use alcohol but instead use adhesive remover and protective barrier wipes to his peristomal skin. He has been applying neosporin ointment to the area as well. No further details have been provided.

Manufacturer narrative:
A batch record review was performed. The review was acceptable and there were no discrepancies found to be related to the reported case. Process checks and quality checks were performed with acceptable results. No further action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).